Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and the o2-sensor was replaced and returned for investigation. Simulated use test of the received o2 gas module has reproduced the described customer issue and the test ventilator generated alarms for high and low oxygen concentration. The received o2-sensor was working as expected. Evaluation of the received device logs confirms the reported problem. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that an inlet pressure sensor inside the gas module caused the failure.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high, and low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).